Manufacturer narrative:
The device has been returned and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-500-18 mdrs related to this event: 2029214-2018-00620, 2029214-2018-00621. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the middle part of one pipeline embolization device (ped) and the proximal part of another ped of the same size did not fully open. It was confirmed that the device and all of its accessory devices were prepared according to their indications for use (IFU) and were not used for an indication that is not approved (off-label). The saccular aneurysm location was noted as "anterior circulation" and its status was "unruptured". It was reported that 50% of the middle section of a pipeline embolization device (ped) did not fully open as kinking occurred. The device was used with an unknown guide catheter, unknown microcatheter, and a phenom 27 guidewire. It was also noted that the proximal end of the device was placed in a bend and it was not suck in the capture coil. The product was resheathed twice and then redelivered, but the issue remained ongoing so it was replaced with another ped of the same size. The new ped opened at the distal and middle part, but not in the proximal part; the product was again replaced. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex shield braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex shield braid appeared fully opened with moderately fraying at both ends. No other anomalies were observed. See related regulatory report 2029214-2018-00620. If information is provided in the future, a supplemental report will be issued.

Event description:
It is unknown if the second pipeline would have opened if the physician would have detached the device. It was noted that it looked like the proximal part was not going to open up so they did not detach it. The cause of the issue was unknown. The patient anatomy was not tortuous.